Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination found that the returned device was within specification. No abnormalities were noted with the device's riveting or crimping marks. Functionally, the device was able to be opened and closed within manufacturing specifications. Additionally, labeling specifications were reviewed and no issue was found. The label referred to the correct device. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The evaluation found that the label and device were within manufacturing specification. The complaint was not confirmed. A device history record was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of five radial jaw 3 single-use biopsy forceps devices. Manufacturer report #'s 3005099803-2011-00711, 3005099803-2011-00712, 3005099803-2011-00713, 3005099803-2011-00714, 3005099803-2011-00715 address these devices it was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the device met with resistance as it was inserted into an olympus naso-biliary endoscope and the device became stuck at the tip of the scope. The device was removed from the scope and it was noted that the device was larger than normal. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Four additional unused and unopened devices with the same lot were returned by the customer as they were suspected of having the same failure. Additionally, it was reported that the unused devices were not inspected.

Event description:
Note: this report pertains to one of five radial jaw 3 single-use biopsy forceps devices. Manufacturer report #'s 3005099803-2011-00711, 3005099803-2011-00712, 3005099803-2011-00713, 3005099803-2011-00714, 3005099803-2011-00715 address these devices it was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the device met with resistance as it was inserted into an olympus naso-biliary endoscope and the device became stuck at the tip of the scope. The device was removed from the scope and it was noted that the device was larger than normal. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Four additional unused and unopened devices with the same lot were returned by the customer as they were suspected of having the same failure. Additionally, it was reported that the unused devices were not inspected.